Manufacturer narrative:
The pump was received with a cracked glass on the lcd board and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump was damaged. It was reported that the damage was to the pump screen. The customer's blood glucose level was reported to be 324mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.